Manufacturer narrative:
No references nor lots available.

Event description:
The patient had a hip revision and the reason for the revision is unknown at this time. The surgeon revised the cup, head and liner. Additional information shall be provided, once obtained.